Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed the initializing screen without manual restart. No additional event or patient information is available.